Event description:
It was reported that prior to a lap gastric bypass procedure, the tip broke in half, they were able to find the tip. Case completed with another device of the same product code. No patient consequence.